Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site scarring. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient wore a pod that left a scar at the site (abdomen). A blood glucose level of 500 mg/dl was also reported after wearing this pod between 24 and 36 hours. As treatment, a manual injection of insulin (4 units) was delivered and a new pod was applied.